Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl). Customer delivered boluses to address bg levels. Reportedly, bg levels did not return to target range until later in the evening. Recommendation was made to consult with health care provider to discuss diabetes management.